Manufacturer narrative:
No product was returned for evaluation. Customer confirmed the suspected tip was already disposed on the cruise ship. No non-conformance or anomalies discovered during DHR evaluation. There is no safety impact as a result of this issue. Trending will be performed to monitor this issue. No further action is required at this time.

Event description:
The doctor reported the tip was good initially, but then showed a spark/light coming out from edge at end of pulse 207 and some slight burning odor. This was all very brief and gone after a second. The patients skin looked fine. An ice pack was applied to the area treated. The area looked okay, no erythema, and was constantly checked until the end of procedure. Tip observed under light and magnifier, it looked broken at the edge. The patients treatment completed with a new tip.

Manufacturer narrative:
Investigation found flame/spark from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. A review of the manufacturing record showed all requirements met. No injury occurred during treatment. Customer discarded treatment tip after procedure. No evaluation by service performed on tip. Based on the available information, no causal factors can be determined and no conclusion can be drawn. Solta will continue to monitor complaint data to determine if there are any trends related to this failure mode. In addition, product design changes will be considered to further reduce the probability of a cracked rf trace, implementation of which will be conditional based on successful verification activities.